Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 failed and displayed an error message failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2026, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 solenoid was not activating. A field service engineer (fse) shut down the station, reseated the solenoid and cables in drawer 3, and restarted the station. The drawer was tested using the hardware test application (hta), and after restarting the application, the customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.